Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A nurse practitioner, from the hospital, reported the following event : "one of your mixtures was subject of a case of exposure registered by the (B)(6). As requested in article (B)(6), we would be grateful if you could send the following information in less than 6 hours or for all cases, in 72 hours max : the complete qualitative composition : to remove any ambiguity - each substance will be identified by a cas or en number. The concentration of each substance shall be designated quantitatively by an accurate or semi-quantitatively concentration, by an acceptable concentration range. (B)(6).